Manufacturer narrative:
Additional information was added to d9, h3, h6, and h11: h11: the actual device was received for evaluation. A visual inspection was performed, and a black speck particle of foreign matter was observed on the tubing of the sample. The reported condition was verified. The cause of the condition could not be determined; however, the most probable cause was due to inherent variations of the manufacturing and/or packaging process. A nonconformance has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an exactamix vented high-volume inlet had particulate contamination. This was noticed while looking through the stock. There was no patient involvement. No additional information is available.

Manufacturer narrative:
Should additional relevant information become available, a supplemental report will be submitted.